Event description:
It was reported that the user experienced increasing difficulty unlocking the ilet pump, consistent with a touchscreen responsiveness issue on a pump body component; blood glucose was unaffected and no alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included customer troubleshooting and education, confirmation of current firmware, and replacement planning with return logistics and device shutdown guidance. Investigation of this case revealed that the device functioned as designed after the user later reported normal operation, with the issue likely related to environmental or user factors affecting screen responsiveness such as cold or dirty hands, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use environment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.